Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incorrect infusion rate occurrence event. The medication (magnesium) was hung as a 100ml bag to go at a rate of 50ml/hr. When the nurse looked at the pump bag, it was noted to have already infused in less than an hour even though the rate said 50ml/hr and the bag was found empty. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting an incorrect rate occurrence was not confirmed through a review of the device logs and was not replicated during laboratory testing. An inspection of the returned disposable sets found that the secondary administration set was a non-bd third-party disposable. Results from a timed rate accuracy testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an incorrect rate were observed. Testing was not performed on the returned administration sets due to the returned secondary set being observed as a third-party disposable. A review of the suspect pump module error logs showed no malfunctions on the reported date. During a review of the pcu event logs, it was identified that a remote intravenous (IV) secondary infusion (drugid=(B)(6), suspected to be magnesium; volume to be infused (vtbi)=100 ml; volume duration=2 hours; rate=50ml) received on (B)(6) 2025 at 10:09 am for suspect pump module s/n: (B)(6). The event logs for the remaining received pump modules s/n: (B)(6) and (B)(6) showed no infusions on the reported date or rate and vtbi. Infusion start primary volume infused (pvi)=0.174 ml and infusion start secondary volume infused (svi)=211.185 ml. The user reprogrammed the vtbi to 110 ml at 10:10:04 am. The infusion was stopped by a channel off at 11:25:32 am. It is unknown why the infusion that was supposed to last 2 hours was stopped after only 70 minutes approximately. Infusion end pvi=3.139 ml and infusion end svi=274.087 ml. Total volume infused was calculated by dchu as: infusion end svi- infusion start svi=274.087 ml - 211.185 ml ml=62.902 ml. Internal and external inspection of the suspect pump module found no irregularities. Alaris system user manual (v12.1.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is also stated that the clinician should only use bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) work order (wo): (B)(4). Device opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting an incorrect rate occurrence was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an incorrect infusion rate occurrence event. The medication (magnesium) was hung as a 100ml bag to go at a rate of 50ml/hr. When the nurse looked at the pump bag, it was noted to have already infused in less than an hour even though the rate said 50ml/hr and the bag was found empty. It was noted that there was also a infusion of sodium chloride 0.9%. There was patient involvement and no harm.